Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged atrium. A mitraclip xtw (41030r1050) was inserted and deployed on the mitral valve. A second clip (41030r2118), a mitraclip xtw was inserted, grasping was performed, and the clip was placed on the valve. However, it was observed that the first clip (41030r1050) opened to 30 degrees. It was noted the clip remained stable on the leaflets. The second clip (41030r2118) was deployed on the mitral valve, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.